Event description:
As reported by the distributor, a new catheter was used to replace the original catheter after the monitor displayed a questionable reading from the catheter.

Manufacturer narrative:
The returned catheter was analyzed by manufacturing engineering. The returned catheter had sutures at 11.5 cm from the catheter distal end. When tested, the catheter did not meet specifications. Root cause analysis shows that the result of the catheter instability with respect to the monitoring of intracranial pressure is from dried blood (particulates) inside the transducer. Per the directions for use (dfu) for the 110-4bt device, it is indicated that the 110-4bt is to be used in the measurement of the intracranial pressure and temperature in the parenchyma. From the presence of sutures on the catheter, it appears that an attempt was made to measure both pressure and temperature subdurally post craniotomy and this is not the intent of this catheter. If this were the case, the stylet was not used in clearing the path, and as a result, particles were lodged inside of the transducer. This would result in the abnormal monitoring of pressure as reported. Given the details of the event and the investigation results provided, the root cause may have been attributed to not following the directions for use for the 110-4bt catheter. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrent and trending purposes.